Event description:
Customer reported that in 2009 she was feeling badly so her husband took a reading with her precision xtra blood glucose meter and received a result of 119 mg/dl, which was lower than she felt. Customer further reported experiencing vertigo, confusion, polydipsia, a headache, vomiting, a dry and swollen throat and a stomachache. Paramedics were called and they received a reading on an unknown brand of meter of 600 mg/dl, but provided no treatment. Customer was transported to a local healthcare facility where a reading of 741 mg/dl was received approximately 45 minutes to one hour after the customer's adc meter reading. Customer reported being diagnosed with hypoglycemia and treated with an intravenous infusion of unknown type and insulin. The reported diagnosis is inconsistent with the symptoms reported and the treatment received. There was no report of death or permanent injury associated with this event.

Event description:
It was reported to manufacturer, by facility, (B)(6), per facility call stating during a transfer the lift broke, the bolt/pin coming up through the cradle to the scale broke, causing the assembly to tilt and then a dog-ear piece broke off resulting in this fall. The resident fell back into bed with the cradle landing on top of her. No apparent injury but facility still assessing the resident. (B)(4) to get scale and cradle returned for evaluation. (B)(4) to get the lift returned for evaluation; facility was concerned that something could have happened to the lift during the incident as well. In addition the scale manufacturer has been notified of this incident.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: product inserts of g3c test strips states that test results may be erroneously low if the patient is severely dehydrated, or severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state (with or without ketosis). Product manufacture date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (44017) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.